Event description:
Consumer reports meter giving inaccurate readings. Analysis run on clark error grid using mean avg readings (58) as ref point vs bd readings 28,88 yielded data points in the d range of the grid, outside acceptable limits.